Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: a complaint history check was performed and this is the 1st related complaint for difficult/unable to operate & needle clog on lot # 9057842. Unable to perform complaint lot history check due to an unknown lot number for difficult/unable to operate & needle clog. Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9057842, medical device expiration date: 2024-02-29, device manufacture date: 2019-02-26, medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown.

Event description:
It was reported that an unspecified number of bd ultra-fine¿ short pen needles 8mm (5/16¿) 31g experienced an inability to deliver insulin/medication and difficulty operating or not working/functioning during use. The following information was provided by the initial reporter: material no. 320109 batch no. 9057842, unknown. Verbatim: issue: consumer reported he is not able to press the plunger when he uses some needles and some of the needle only dispenses the partial insulin. Example, if he has to use 40 unites, only 5 units of medicine comes out and after few seconds another 5 unites go inside. This happens very rarely on 1 or 2 needles from the box. Incident date: unknown, occurence: unknown, item#: 320109, lot#: 9057842, expiration date: 2024-02-29. Issue: only partial insulin gets dispensed and hard to press the plunger has occurred in the past. Sample discarded. With the partial medicine, example if he sets 40 unites, only 5 units of insulin go inside and then after few seconds the other 5 unites go inside. Lot#: unknown, item#: 320109, incident date: unknown occurrence: unknown.